Event description:
Customer stated "burn marks on the heating pad (in two different areas) mostly used in an office chair and slightly leans on it" the product has not been returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Without the presence of product, bce cannot make any further determinations.